Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the intuitrak abdominal aortic aneurysm stent. Approximately eight (8) years post initial procedure, a type iiia endoleak and enlarged proximal neck (with no type ia endoleak) were detected by routine follow-up CT. The patient is in stable condition and the physician will continue to monitor the patient. There have been no additional patient sequelae reported.

Event description:
Additional information received confirming that the reporting physician referred the patient to another hospital for repair, and re-intervention was scheduled for (B)(6) 2018. No additional information available on patient or if the secondary procedure was completed.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and denied. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device code - remove 1068, 1354. Conclusion code - remove 11.